Event description:
Uhmpe separated from metal backing on patella component. The following components were also replaced: femoral 5780-012, lot# 007356, art surface, 5780-050-11, lot 528939. Hosp gave implants to pt.